Manufacturer narrative:
(B)(4).

Event description:
Patient's mother was on the phone with dexcom technical support representative when patient experienced a low event. Patient's mother ended the call and treated patient with orange juice. Patient did not respond to treatment, and continued to drop. Patient became confused and disoriented, and would not drink orange juice. Patient's mother called emergency medical services (ems). Paramedics arrived and treated patient with an IV, two (2) peanut butter and jelly sandwiches, and more orange juice. Patient recovered from low event and was not taken to hospital. At time of contact, patient is home and blood glucose levels have stabilized. There was no alleged device malfunction. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.